Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an 5030-000 lag screw inserter would not lock onto lag screw, and an 5033-100 capturing rod was broken. This was discovered during and after a case, procedure was delayed and patient was kept under additional anesthesia. Per facility: "lag screw inserter would not reliably capture and completely seat any of the lag screws. This resulted in difficulty inserting the screw and potentially led to issues locking the screw into the nail. Upon inspection following the case, the lag screw capturing rod was also broken. Even putting the capturing rod aside, the inserter clearly was not functioning properly when we compared it to an another lag screw inserter we had in the area. Ultimately, this led to significant delays and the patient being under anesthesia for a longer period of time."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays that the galileo® lag screw inserter did not lock into the galileo® capturing rod. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.